Event description:
Patient expired due to asystole episode. Patient was on a 30-day use. Kestra was unaware of patient death while it continued its attempts to contact the patient and recover the wcd kit from (B)(6) 2024. Although wcd is capable of detecting asystole, it is not indicated for providing therapy for asystole. Wcd role in patient death is unrelated to wcd therapeutic indications for use. However, patient death or serious injury while wearing the wcd must be reported to FDA.

Manufacturer narrative:
The wcd system was not recovered from the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the wcd system. Although wcd is capable of detecting asystole, it is not indicated to provide therapy. Wcd role in patient death is unrelated. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".